Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving anti-tachycardia pacing and shocks. A remote monitoring transmission indicated that the patient had been treated for episodes of fast ventricular tachycardia (fvt) but the rhythm was suspected to be atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. The anti-tachycardia pacing and shocks were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving anti-tachycardia pacing and shocks. A remote monitoring transmission indicated that the patient had been treated for episodes of fast ventricular tachycardia (fvt) but the rhythm was suspected to be atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. The anti-tachycardia pacing and shocks were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.